Event description:
No additional information.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown; therefore, device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the product involved may provide clarification as to the cause for the reported failure. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. A white substance was reported on the injection needle. To support the investigation, the quality team received one sample without a blister package, one photograph, and an outer carton labeled izervay for evaluation. A visual inspection was performed, and white particulate material consistent with drug product was observed on both the internal and external surfaces near the distal portion of the needle hub. The needle also appeared to have been previously used; therefore, no further analytical testing will be performed for safety reasons. The photograph provided was black and white and out of focus. It appears to depict a packaging box from an unidentified manufacturer with a needle positioned adjacent to it. Based on the investigation and the sample evaluation, the customer reported condition is confirmed, however, the observations suggest the needle had been used prior to receipt.

Event description:
No patient harm, injury, complication was reported.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by a customer that they found foreign matter on an unknown bd syringe and injection needle. Material #:unknown batch#:unknown verbatim: rcc received a complaint via email. Email(s) attached. "Something funny on syringe and the injection needle - like a white substance".